Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
After five months of successful device use, this patient's device began to function intermittently and no longer provided benefit. Accordingly, it was recommended that the patient be reimplanted.